Manufacturer narrative:
This report is being submitted as follow up no. 1 and to provide the completed investigation results. One used 8fr angio-seal sts plus device was returned for product evaluation. The hemostasis sheath, arteriotomy locator, bypass tube was returned along with the carrier tube assembly. Visual inspection revealed that the arteriotomy locator was found bent upon receipt. There was no damage identified with the sheath. There was no deformation present on the hub of the sheath. The bypass tube was completely detached from the main body of the carrier tube. The anchor of the carrier tube assembly was fully exposed, and the collagen appeared swollen. The deployment sleeve was in the forward lock position. The bypass tube was then inspected, there were no anomalies noted on bypass tube. The bypass tube appeared fully formed. No other visual anomalies were noted. Functional testing was not able to be performed as the collagen was already swollen preventing the bypass from moving into the manufacturing position. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when they were inserting the angio-seal bypass tube into the valve, the bypass tube broke off and the collagen plug could not be advanced. The angio-seal sheath was removed, they rewired and then placed a new 8fr angio-seal sheath and successfully deployed the device. The estimated blood loss was less than 250cc. The patient was stable, and the procedure outcome was a success. Additional information was received on 12 sept 2019. The procedure was a stroke procedure using an 8fr pinnacle femoral sheath. There was a pre-deployment angiogram performed. Everything was normal until the angio-seal bypass tube separated from the anchor and collagen plug right after the bypass tube was inserted into the hemostatic valve on the angio-seal sheath.